Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -16.00/1.0/120 (sphere/cylinder/axis) was implanted as an exchange lens into the patients right eye (od) on (B)(6) 2023. Halos/glare with nighttime driving are reported. The lens remains implanted. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).